Event description:
Reporter stated that pt obtained a blood glucose value of 275 mg/dl, while using the suspect device. Based on this value, pt delivered 20u insulin. Reporter stated that pt immediately began to experience symptoms of hypoglycemia. Emergency medical services were contacted, 2 hours later, on pt's behalf. Upon their arrival, pt's blood glucose measured 30 mg/dl (using paramedics' blood glucose monitor) and 140 mg/dl (using suspect device). Pt was treated with orange juice and an intravenous glucose solution. Reporter indicated that a similar event had occurred 4 days earlier. Emergency medical services tested pt's blood glucose, which measured approximately 30 mg/dl, while pt's device measured 280 mg/dl. No additional details, pertaining to this [earlier] event, were provided. Controls had not been run on the system. At the time of the events, pt was testing with expired strips. Technical support requested the return of the suspect product and replacement product was shipped.